Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's stimulation was working fine and had a CT scan done today. Reports after the CT scan, patient reports his stimulation is barely feeling on one side. Caller thinks its related to patient's fall. Caller did not know if patient had stimulation on or off. Rep will be seeing patient on (B)(6) 2020. Additional information from the rep indicated that the cause of the stimulation barely felt on one side was undetermined. They noted that they reprogrammed the lead, moving down one electrode to capture left side, which was missing. Impedances were ran, which were all good. The reprogramming resolved the issue. The cause of the fall was unknown.